Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited high within normal range pace impedance measurements along with low within normal range shock impedance measurements. Technical services (ts) recommended continuing to monitor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that a pace impedance measurement of greater than 3,000 ohms along with high threshold measurements were observed. Ts discussed possible reasons for this change, including micro dislodgement or a clinical change to the tissue interface. Sensing was noted to be stable but had dropped initially with the impedance change. This patient does not pace in the rv. Ts suggested an x ray and physician discretion on continuing to monitor. This rv remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.